Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n: (B)(4)) found that the device was found with broken connector pins. (B)(4).

Event description:
The manufacturer representative (rep) reported a broken/bent/loose connector pin. It was reported that the broken connector pin was on the desktop charger. There was a report that the battery was discharged due to the connector. No out of box failure was reported. There was no medical or therapy problem that was reported. No symptoms were reported. Relevant medical history includes non-malignant pain and chronic low back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Fdc 67 now pertains to the desktop charger s/n: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.